Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said there was fluid on the floor, but the origin of the fluid was unknown. There were multiple alerts of make sure hb is on ht which were encountered during fill 4. The technical services representative was able to help get patient back to dwell 4 with a new set up. In a follow up, the patient's daughter verified the event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to determine that the fluid seems to leak from the cassette after removing it from the cycler. The patient let the cycler dry out and has resumed using it with new supplies with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said there was fluid on the floor, but the origin of the fluid was unknown. There were multiple alerts of make sure hb is on ht which were encountered during fill 4. The technical services representative was able to help get patient back to dwell 4 with a new set up. In a follow up, the patient's daughter verified the event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to determine that the fluid seems to leak from the cassette after removing it from the cycler. The patient let the cycler dry out and has resumed using it with new supplies with no further issues.